Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "patient is status post revision left tka due to global instability. No additional details provided by the facility." A 5x11 ps insert was revised to a 5x16 ts insert.